Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed "no disposable clamp tubing". The alarm had been silenced, and the settings had been reviewed. The cause of the alarm had been explained, and troubleshooting options had been discussed. The patient had opted to forego troubleshooting and had decided to contact his clinic for further instruction. Assistance had been provided in powering off the pump. The rate had been recorded at 2 ml, the residual volume at 8.4 ml, and the volume given at 83.6 ml. The event occurred while in use with a patient, and the patient had not been affected.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.